Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse observed some leaking at the wash 1 station and on advia centaur xp (1). While on site, the cse observed that the customer's biorad troponin ultra (tni-ul) quality control (qc) low level run on both advia centaur xp systems were found to be low and outside of the qc product insert range. The cse performed an assay calibration with new qc material, a new troponin reagent readypack, however the qc results were the same. Due to a critical raw material change with lot 110, the biorad product insert ranges were adjusted. The instruction for use (IFU) functional sensitivity of the tni-ultra assay is 0.017ng/ml. The biorad qc target for the low level control is below the assay functional sensitivity, therefore increased variability will be seen with the results for this control level. Siemens performed a study with troponin reagent lots 106 vs 110 with 24 patient samples (dose range 0-15 ng/ml). Overall % bias was 6% between lots 106 and 110, and slope of 1.04%. No samples were clinically discordant between lots. A correlation study performed at the site, and showed good correlation between troponin reagent lot (110) and reagent lot (106) post the cse visit. Siemens recommends the customer use a low level troponin cardiac control with a target value above the functional sensitivity of the troponin assay. Siemens issued customer bulletin 11222652, rev. A, 2016-05, "new lot of polyclonal antibody for tni-ultra assay", for the advia centaur, advia centaur xp, advia centaur xpt, and advia centaur cp systems. Troponin reagent lot 110 is a new antibody pool vs reagent lot 106, and the 99th% for patient samples was verified with reagent lot 110. The instructions for use (IFU) under the quality control and taking corrective action states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme." "If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instrument is performing within specification.

Event description:
The customer performed a new reagent lot (110) patient correlation study and observed a falsely elevated advia centaur xp troponin ultra (tni-ul) result on advia centaur system xp (1). When moving from troponin reagent lot (106) to a new reagent lot (110), the customer had observed higher quality control (qc) and patient results on this advia centaur system compared to a previously used troponin reagent lot (106). While on site, the cse observed that the customer's biorad troponin low level control results were found to be low and outside of the qc product insert range on both of the advia centaur xp systems. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the advia centaur xp troponin ultra discordant patient correlation result, or the observed lower quality control results with the new troponin reagent lot (110).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00148 on 08/25/2016 for an advia centaur xp troponin-ultra falsely elevated patient result when performing a lot to lot correlation study. On 08/30/2016 - additional information: the customer repeated the advia centaur xp troponin-ultra reagent lot (106) to reagent lot (110) patient correlation study and the results were comparable. Actual results were not provided. On 09/01/2016 - additional customer contact information. (B)(6). The instrument is performing within specification.